Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is still well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed clearly visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. In the as-returned state the dislodged stent was located inside the protector cap which has most likely been re-applied to the balloon. The stent is not deformed, but slightly opened. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment but the stent already dislodged from the delivery system inside the packaging.